Event description:
Adverse event(s): "no harm / injury" (no consequences or impact to pt). Product problem(s): "the knife is not sharp." (Dull). The customer reported: the knife is not sharp. Noticed during surgery. The pt was not harmed. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).